Manufacturer narrative:
The reported event of high lead impedance was not confirmed but the unspecified helix problem was confirmed. A complete lead was returned to abbott in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix clogged with blood and issue. After cleaning, the helix was able to extend and retract. The cause of the helix problem was isolated to the helix being clogged with blood/tissue.

Event description:
During attempted implant, there was an unspecified issue with the helix and the lead impedance was high. The patient was stable. Additional information was requested but not received.